Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there is a leak in the insulin pump's reservoir. Customer stated that the insulin pump has moisture near the o-rings. Customer also stated that blood glucose ran high when the reservoir was removed. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.